Manufacturer narrative:
Additional information: b3: aware date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal complication is a known inherent risk of the procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that a nasal descemet''s detachment with intrastromal heme was observed on a patient who underwent procedure with a visco delivery system involved. Any omitted information was not available at the time of report as the surgeon declined being contacted.